Event description:
This pt expired on (B)(6) 2012. The cause of death is unk, however the pt's wife called the office to find out if the pt had any episodes recorded via home monitoring on the day of death. There were no episodes reported via home monitoring. Should additional information become available, this file will be updated.